Event description:
It was reported that the ventricular lead exhibited noise. The noise could not be reproduced with isometrics. The lead was found to be fractured. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.